Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the device spontaneously detached from the catheter due to misaligned tethers on the delivery catheter. The lp was left in its position, and the procedure was completed without incident. The patient was discharged.